Event description:
Physician reports, it hastened the death but death was inevitable. The datascope balloon pump alarmed and the nurse was unable to get the pump to continue. The physician came to the bedside and determined that he would remove the balloon but it would not deflate. During attempts to get the balloon to deflate, it was punctured. The balloon was then removed. The physician believes that the aorta was blocked by the balloon for possibly an hour. Dates of use: 2008. Diagnosis or reason for use: worsening cardiogenic shock. Idiopathic cardiomyopathy. Event abated after use stopped or dose reduced? No. Event reappeared after reintroduction? No.